Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose level was 37 mg/dl at the time of the incident. The customer reported that he was having an issue with the sensor. The customer said it was not accepting the calibration and then sensor reading was higher that the blood glucose. Insulin delivery was not suspended due to sensor glucose values. The customer declined further troubleshooting. Blood glucose was 322mg/dl. The insulin pump will not be returned for analysis.